Manufacturer narrative:
Device evaluated by manufacturer: a 12 x 3.50mm promus premier select stent delivery system was returned for analysis with the distal portion of the device inside a guide catheter. The stent was not returned, the stent was implanted in the patient. The balloon cones were reviewed, the distal portion of the balloon was bunched and this caused the device to become stuck in the guide. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a shaft polymer extrusion break at the site of the wire exchange port. The distal portion of the device was easily removed from the guide catheter. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported the balloon detachment occurred. A 12 x 3.50 promus premier select was used during a percutaneous coronary intervention procedure. After the stent implantation, the physician pulled back the deflated balloon. The balloon became separated from the catheter during removal. The device was completely removed together with the guidewire and catheter. It was noticed that a small piece of the dethatched balloon was stuck in the guide catheter. There was no patient harm resulted in relation to this event. It was further reported that the 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right circumflex artery (rcx). There was no resistance felt advancing the device in the guide catheter. It confirmed under fluoroscopy that all contrast had left the balloon prior to the withdrawal attempt. The physician waited 15 seconds for balloon deflation before pulling back the device. The device completely removed from the patient. The patient's condition was very good, free of symptoms, stable circulation post procedure.

Event description:
It was reported the balloon detachment occurred. A 12 x 3.50 promus premier select was used during a percutaneous coronary intervention procedure. After the stent implantation, the physician pulled back the deflated balloon. The balloon became separated from the catheter during removal. The device was completely removed together with the guidewire and catheter. It was noticed that a small piece of the dethatched balloon was stuck in the guide catheter. There was no patient harm resulted in relation to this event.